Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test, on third stage of test.. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) reported that the iabp unit failed third stage of the pim leak test. The fse was able to isolate the reported leak and determined that the leak was caused by a defective pim. As such, the fse fixed the issue by replacing the pneumatic module assy, rohs, and then performed leak tests again which passed to specifications. The fse then performed a full pm, calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test, on third stage of test.. There was no patient involvement, and no adverse event reported.